Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low total bilirubin_2 (tbil_2) result was obtained on a patient sample on the advia 1800 instrument. Siemens reviewed the reaction curve and observed that the reaction curve of the discordant result had a low absorbance reading. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: cleaned and checked all probes' height and alignments; cleaned the wash and mixer ports, mixer rods, ion selective electrode (ise) bowl, waste area, probes, and tubings; checked the vacuum pump (vp) pressure and lamp voltage on the instrument; ran reaction-cuvette washers (wud) and dilution-cuvette washers (dwud) aspiration check; primed the instrument multiple times and ran a precision test and quality controls, which recovered acceptably. Then, the customer ran daily maintenance. Siemens noticed that the short sample was not flagged and discussed this with the customer; siemens determined that when the customer processed the pediatric sample, they did not specify the sample cup type on the instrument. The customer indicated that they will specify the sample cup type on the instrument when processing pediatric samples moving forward. Siemens further investigated the issue and determined that poor sample aspiration potentially contributed to the discordant, falsely low tbil_2 result. The sample cup placement or an issue with the dilution probe pipette (dpp) touching the wall or base of the sample cup potentially contributed to poor sample aspiration. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin_2 (tbil_2) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was reported as <2 umol/l to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil_2 result.